Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise. The noise could not be reproduced in clinic. Electromagnetic interference from welding was suspected. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.